Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump would not turn on with some batteries or would shut off in the middle of the night without alarms. Customer stated that only once, he received a failed battery test alarm. Blood glucose value is unknown. Customer stated the device was not dropped or exposed to moisture. Customer declined troubleshooting as he had inserted a battery and seemed to be functioning. He was advised to monitor the insulin pump and to revert to back up plan if issue continues until the replacement battery cap arrives.